Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the middle of the case, and it was completed with fluoro. The philips remote service engineer (rse) analysed the system remotely and confirmed the reported problem. Review of the system log file showed that there was a malfunction with frontal ip pc. Upon troubleshooting, rse found that there was an image disk problem and suggested to do recreation of image store to delete all the patients. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an image disk problem, which would prevent imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.